Event description:
The customer reported to olympus that the video system center would not boot up on an intermittent basis. The buttons on the front light up, but the video would not display on the monitor. The correct input was selected, but the unit would only work intermittently. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a faulty circuit board. Additional findings were as follows: a worn-out video connector latch causing poor connection with pigtails, and it was recommended that the older software version 1.05 be updated to newer software version 3.10 (main switch). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿health professional¿ which was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.